Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Tim gilbert need assistance on 8015 s/n (B)(4) showing error code 200.5040, I told tim that this error means that pump module software version not compatible with pcu 8015. The 8015 device need to flash to the current software version. I offer to walk him thru the process but he does not the cd point of care software. He will try to locate it and also look for compact flash card. If he need further assistance, he will call back again.